Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. Review of the case noted rate-dependent morphology changes at heart rates, which challenged the sensing capabilities of this s-ICD system. The patient has a large body mass index (bmi), and the implant procedure was technically difficult. A treadmill stress test was recommended to confirm and capture sensing vectors. It is unlikely that a programming solution will resolve the issue, but the morphology changes can be demonstrated to the physician to highlight the sensing challenge. The s-ICD system remains in service, and no additional adverse patient effects have been reported

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.